Manufacturer narrative:
Investigation summary: "the customer was asked to retest the samples on both the vitros and an alternative method (method #1) using heterophilic blocking tubes. Results using the hbt did not alter the results. The customer retested the same samples using another alternative method and obtained results that contradicted the original retest. This scenario is consistent with the presence of an unknown sample interferent."

Event description:
A customer observed negatively biased vitros tsh results on two patient samples. When tested on a two alternative methods, results were inconclusive. A biased tsh result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.